Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm (air in set/line) which occurred as a result of a use error, the patient initiated therapy before connecting the patient line to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was not connected at the time of the alarm. The patient pressed go to start therapy before connecting and then connected after. The technical service representative had the patient cycle the power on the homechoice to clear the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.